Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: blurry image and moisture inside the ccd (charged coupled device). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to moisture inside the ccd (charged coupled device). Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, that the subject device exhibited blurry image and moisture inside the ccd (charged coupled device). There was no patient involvement.